Event description:
It was reported, the gastrointestinal videoscope had a defective air/water supply. The issue occurred during preparation for use for a unspecified diagnostic inspection procedure. There were no reports of patient harm. The test was canceled. It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the air/water supply volume did not meet the standard value due to clogging of nozzle, the water removal ability did not meet the standard value due to clogging of nozzle, the play of up/down knob was out of the standard value due to wear of angle wire, the adhesive on the bending section cover had a white-clouded area, the adhesive around light guide lens was peeled, the up/down knob had corrosion, the image guide protector had a scratch, and the connecting tube had a scratch. The customer tentatively identified the foreign material as gauze, towels, etc. That are used for wiping after the rinsing process during reprocessing. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. It is unknown if there was a delay in the start of precleaning. The customer flushed the air/water nozzle with air and water. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. It is unknown if there were abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: based on the obtained information, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by following the instructions for use which state: - instructions for gif/cf-170 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions for gif/cf-170 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.